Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station had the ac power was off and it was not working. The customer reported that a pyxis turned off all of the sudden. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was a black screen. The field service engineer (fse) inspected the connections and identified a loose wire, which was reseated. The l board was replaced, and the system was retested to confirm proper functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.